Manufacturer narrative:
It was identified that the velcro on the litter did not line up with the mattress velcro. The issue was resolved for the customer by installing additional velcro pile.

Event description:
It was reported that a transporter was moving a patient from the stretcher to the bed and the mattress detached from the stretcher. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was reported that a transporter was moving a patient from the stretcher to the bed and the mattress detached from the stretcher. The patient was not adversely affected and no clinically relevant delay in treatment was reported.